Event description:
Customer reportedly obtained a result of 61mg/dl on the advantage system and 30mg/dl on a professional device within 10 minutes. Customer was given an IV of unknown contents at the hospital. Requested return of suspect system, and replacement was sent.